Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and shaft break occurred, and catheter removal difficulties were encountered. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). The physician was able to successfully open the cto and when an nc emerge® balloon catheter was used to pre-dilate the lesion, the balloon ruptured. The device was then attempted to be removed but it became stuck. Upon trying to remove the device, the balloon shaft snapped in half. The proximal portion of the shaft was removed while the tip and distal portion of the balloon remained in the rca. Multiple attempts were performed to remove the remaining portion of the device but was unsuccessful. The procedure was concluded with the distal portion of the device still inside the patient's body and the target vessel still occluded. No patient complications were reported and the patient's status was stable.